Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Device code (B)(4).

Event description:
This is filed to report clip opened when establishing final arm angle/efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted dilated cardiomyopathy with minimal leaflet coaptation. The first clip was successfully deployed. Then a second clip delivery system (cds) was advanced to the mitral valve; however, the clip opened while locked when establishing final arm angle/efaa. The cds was removed and the procedure ended at this point. Reportedly, the user applied the + knob, a-knob to gain height and m-knob. At least half turn of each of these knobs were applied, curving the cds more than 90 degrees. One clip was implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported clip open while establishing final arm angle (efaa) was not confirmed via returned device analysis. The reported improper or incorrect procedure or method during procedure could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that the intended use section of the mitraclip system gen 4 instructions for use warns ¿do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury¿. In this case, it was reported that the user curved the cds more than 90 degrees and this deviation appears to contribute to the reported clip opening during efaa. There is no indication of a product issue with respect to manufacture, design or labeling.